Manufacturer narrative:
Corrected b5. H3/h6: one device was returned for analysis of error code. There was no applicable service history found. Review of event log found error code. Visual and functional testing was performed, and the complaint was confirmed. Root cause of complaint was unknown. Cleared error code per troubleshooting procedure. Error code did not persist. Device passed all testing criteria post repair.

Event description:
It was reported that device displayed error code 41786. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that error code ec 41786, there was no patient involvement.